Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was at the site on (B)(6) 2025 for follow-up and saw their healthcare provider (hcp). The area where the ins was implanted was inspected and there were no issues to feel it and find the ins under the skin. The patient reported to have pain in that area so the hcp advised the patient so use tape to fixate the affected area. A recharge attempt of the ins was successful, the ins's battery was empty but was able to charge immediately. It was noted that a cause was found; the patient was not sure where the ins was located. No actions or interventions will be taken to resolve the event. The issue has since been resolved. The information has been confirmed/provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient cannot charge her ins anymore. Recharger shows excellent connection but it doesn't actually charge. When discussing this she mentioned she cannot feel the ins on her skin like she used to. At first she could feel the whole battery, now it seems to have shifted and she only feels a corner. Referred her to her physician and informed the local manufacturer representative.